Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was reported, the complaint is considered confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Three follow up attempts were made for more information regarding the failure mode that led to the revision surgery; however, no additional information was received. The non-conformance database (tipqa) was reviewed for the mandible component; no non-conformances were found. There are no indications of manufacturing defects. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 expiration date d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00550, 0001032347-2019-00551. Medical products: tmj system left fossa component, small, part# 24-6563, lot# 253020c. Tmj system left standard titanium mandibular component, part# 24-6546ti, lot# 778311. Unknown screws, part# unk, lot# unk.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the left side due to an unknown reason. The explanted devices were replaced with stock tmj prostheses. No additional patient consequences were reported.